Manufacturer narrative:
Additional information: section d9. Device available for evaluation? Yes section d9: returned to manufacturer on: sep 4, 2025 section h3. Device evaluated by manufacturer? Yes device evaluation: visual inspection of the complaint device revealed that the handpiece was received with the plunger rod fully advanced. Viscoelastic residue was observed throughout the cartridge; the cartridge tip and cartridge was damaged. No issues were identified with the lens module, device assembly, plunger rod, and plunger rod advancement; however, viscoelastic residue was observed below the lens module. No lens was received for evaluation. The complaint issues "lens damaged" and "stuck in cartridge" were not identified during product evaluation. The other observed issues could not be confirmed to be related to the manufacturing or design process. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6a - implant date: not applicable, as lens was not implanted. Section d6b - explant date: not applicable, as lens was not implanted. Section e1 - initial reporter first name: unknown, as information was asked but it was not provided. Section e1 - telephone number: (B)(4). Section h3 - the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during preparation of the preloaded intraocular lens (iol) for implantation, it was discovered that the lens was twisted and tilted/stuck within the cartridge. Therefore, the lens could not be implanted. There was no patient contact with the device. No further details were provided.